Event description:
The reporter stated that on (B)(6) 2011 the pump became hot to the touch after the patient went swimming. He confirmed that the pump temperature had been normal prior to the patient going swimming. He stated that there were no cracks in the pump and denied any corrosion. The reporter stated that the audio bolus button cover is missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the bolus button was missing and there was visible moisture behind the display. Testing could not be adequately completed because the pump would not power on. There was evidence of moisture damage found on the pcb. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.